Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/17/2015-device evaluation:the pump has been returned and evaluated by product analysis on 09/02/2015 with the following findings: during investigation, the audio bolus button cover was detached and not present. It was observed that there was evidence of contamination found under the audio bolus button contact. Unrelated to the original complaint, there was a battery compartment crack below the bumper pad.